Manufacturer narrative:
One cadd-legacy 1 pump was returned for analysis in good condition with a scratched screen. The device was started in application and problems were found with the device double beeping with a cassette attached. The cause of the issue is the downstream sensor, which will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths cadd-legacy 1 pump displayed a double beep that there's no cassette. It was also reported that the device has sustained screeen damage. There was no reported injury to the patient.